Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert code 76, repeatedly restarted on its own, showed a pixelated screen, and continued to reboot after multiple user restarts; the agent confirmed repeated restarts in device logs and arranged an exchange, consistent with a device circuit malfunction and insufficiently specified component involvement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical problem consistent with a circuit failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.